Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
D6b: explant date has been corrected.

Event description:
It was reported that surgery occurred on (B)(6) 2022, and the leads were explanted and replaced. The patient has effective therapy post operatively.

Event description:
Related manufacturer reference number: 3006705815-2021-06367. It was reported that the patient was not getting adequate therapy. Reprogramming was attempted without success. Patient was examined and one lead appeared to be fractured, but both did not work. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Event date is estimated.